Event description:
The reporter indicated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the implant failed. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (B)(4) no consequences or impact to patient. Failed implant. (B)(4) lens work order search. Visual inspection of the returned product found one haptic bent. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. No conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).